Event description:
During a remote follow-up, the device was in backup (bvvi) due to a software reset. The device was reprogrammed; however, a device replacement is anticipated. The patient is stable and will continue to be monitored.

Manufacturer narrative:
Inappropriate or unexpected reset was reported to abbott and confirmed. The device was not in backup mode when received because the product code was reloaded in the field. The device turned into bvvi two times in the lab during analysis. Analysis of the device image indicated the backup reset event consistent with an anomalous integrated circuit (ic) on the hybrid. Further testing of the hybrid was performed; backup condition could not be reproduced after power cycling was applied.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.